Manufacturer narrative:
Investigation of the particle is ongoing.

Event description:
The doctor reported at the start of surgery a clear half crescent piece of plastic entered the patient¿s eye. They simply used aspiration to clear the piece from the eye. There was no other issue during the case and the patient was unharmed. The system and hand piece went through the priming and tuning process with no issue. The product will not be returned but the plastic piece is coming back.

Manufacturer narrative:
The initial evaluation has been completed. One bl5115-4 label from lot w6322 was returned. The expiration date on the label is (B)(6) 2021. In addition, a small piece of paper with a piece of foam taped to it was returned. There was a circle drawn with what looks like blue ink on the tape over top of the piece of foam. Microscopic examination found a cloudy white particle under the tape. The particle was approximately 670 microns by 2311 microns. This particle will be sent to the lab for analysis. The laboratory analysis of the particle indicated it was consistent with pdms or silicone. Pdms is a silicone-based polymer with many variants, used in many applications, including medical devices such as contact lenses. Some components of the bl5115-4 product contain silicone and each of these materials have been shown to be biocompatible. It cannot be definitively determined that the particle returned from the customer identified as consistent with pdms originated in any of the bl5115-4 components due to many potential sources of this widely used polymer and the limitations of analytical testing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.